Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 407652 implantable pacing lead (B)(6) 2012; 429688 implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported that there were high thresholds observed in the right ventricular lead. The lead was revised and remains in use. The patient was enrolled in the (B)(4) study. No patient complications have been reported as a result of this event.